Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for alleged exposure to moisture found on 15-jan-2023. Pump failed to boot up once installing aa lithium backup battery, blank display noted. Unable to perform displacement test and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, keypad flex connecting cable, and lithium backup battery. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, stained keypad overlay, corroded battery tube, and corroded battery tube spring. Exposure to moisture was confirmed found on battery tube, pcba 1, pcba 2, motor, force sensor, keypad flex connecting cable, and lithium backup battery. Blank display was confirmed during testing due to moisture damage on the j6 and j7 connectors on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump stopped working as customer went into pool. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.